Event description:
The reporter stated that the surgeon was inserting a three piece aspheric collamer lens model cq2015a and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. No pt injury.

Manufacturer narrative:
A visual inspection of the returned product shows one haptic is torn off of the lens. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.